Event description:
It was reported that the patient was experiencing warming and redness in the ipg site. It was also stated that the patient had a fever. The patient was placed on antibiotics while being admitted to the hospital. Additional information was received that infection was ruled out by the hospital. No further course of action.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing warming and redness in the ipg site. It was also stated that the patient had a fever. The patient was placed on antibiotics while being admitted to the hospital.